Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements with a competitor's lead. The ICD remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.